Manufacturer narrative:
Updated fields b4, g3, g6, h2, h11. Corrected field h6 (type of investigation, investigation conclusions). Based on the event description a patient received an iab after pci on (B)(6), after seven days the device triggered an optical sensor malfunction causing loss of arterial pressure readings. Pumping continued safely in fullauto ECG mode with no harm to the patient switching arterial pressure monitoring to the sheaths side tube resolved the issue and stopped the alarms the iab and sheath will be returned for analysis additional patient details are unavailable due to the patients condition and privacy restrictions. The iab was returned with the membrane completely unfolded and blood was found on the exterior of the iab and between the catheter and sheath the optical fiber was found to be broken within the membrane 216cm from the iab tip the threeway stopcock extender tubing pressure tubing was also returned the inner lumen was found occluded the occlusion was unable to be cleared. The reported failure was confirmed by the evaluation a fiber optic break was found with in the iab membrane we are unable to determine when this may have occurred. A lot history record review was completed for the reported product no nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure there were no ncmrs identified which could cause or contribute to the reported failure the investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend increase in number of complaints over past three 3 months based on the rational provided above no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Updated fields b4, d4, lot number, UDI number and expiry date, d9. Device available for evaluation and return to manufacture date, g3, g6, h2, h3, h4, h6. Type of investigation, investigation findings, investigation conclusions, and h11. Based on the event description a patient received an iab after pci on (B)(6). After seven days, the device triggered an optical sensor malfunction causing loss of arterial pressure readings. Pumping continued safely in full auto ECG mode with no harm to the patient. Switching arterial pressure monitoring to the sheaths side tube resolved the issue and stopped the alarms. The iab and sheath will be returned for analysis. Additional patient details are unavailable due to the patients condition and privacy restrictions. The iab was returned with the membrane completely unfolded and blood was found on the exterior of the iab and between the catheter and sheath. The optical fiber was found to be broken within the membrane 21.6cm from the iab tip. The three-way stopcock extender tubing pressure tubing was also returned. The inner lumen was found occluded. The occlusion was unable to be cleared. The reported failure was confirmed by the evaluation. The fiber optic break was found in the same place as a sever catheter tubing kink which could have caused the failure. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend increase in number of complaints over past three months. Based on the rational provided above no escalation to the CAPA process is required.

Event description:
It was reported that the transray plus 35cc intra-aortic balloon (iab) optical sensor malfunction alarm sounded, and arterial pressure information was lost. There was no patient harm or injury.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).